Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery. Customer's blood glucose value was 4.8 mmol/l. Customer stated that battery cap not damaged. The device will be returned for analysis.